Event description:
The customer's father called to report that the customer was hospitalized for low blood glucose and the reading was 64 mg/dl. Troubleshooting was performed and there were several bolus deliveries in the bolus history of 20 units each. The customer stated she was asleep during those times and stated she did not program those boluses. There were also two maximum delivery alarms in the alarm history. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.